Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is yukon medical. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(6) has been listed. And the (B)(6) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown

Event description:
It was reported that 6 bd smartsite¿ needle-free valves were damaged. The following information was provided by the initial reporter: six smartsite connectors have had bent male luers. They are particularly critical as they interfere with the assembly process and potentially causing detachment failures in the field.

Event description:
It was reported that 6 bd smartsite¿ needle-free valves were damaged. The following information was provided by the initial reporter: six smartsite connectors have had bent male luers. They are particularly critical as they interfere with the assembly process and potentially causing detachment failures in the field.

Manufacturer narrative:
Investigation summary: the samples provided by the customer model 5000r OEM smartsite luer lock valve port are manufactured in tijuana site on march 2018. During the review of the historical data of this model and its component, according to the root cause analysis performed it was found that: when the luer lock body gs90 (p/n: 675455) was loaded into the station in the automated machine, they realize that there was a misalignment in the station, which could generate a crack. The set up was reviewed and it was found activated the travel force function, which could generate an excess of force in the welding station that could damage the tip of the luer lock body gs90(p/n: 675455).